Event description:
Per the clinic, the patient experienced migration of the electrode array. Revision surgery to reposition the electrode array was performed on (B)(6) 2013. The implanted device stayed in-situ at all times.

Manufacturer narrative:
Per the patient's surgeon, the device was explanted on (B)(6) 2013. Reimplantation is planned but has not taken place as of the date of this report, january 15 2014. This report is filed january 15, 2014.

Manufacturer narrative:
(B)(4). Implanted device remains.

Manufacturer narrative:
It was reported that the patient experienced an infection around the implant site prior to explantation on (B)(6) 2013. This report is filed february 7, 2014.